Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the "cutter" stopped cutting at 1300 cuts per minute (cpm). Additional information was received from the engineer indicating that it was unknown exactly how the staff completed the case, but the case able to be completed with no impact to the patient. No samples were retained for return.